Event description:
Pump placed on (B) (6) 2009 and was empty by midnight going on (B) (6) 2009. Should have infused for 110 hours, but lasted less than 72 hours. Fill volume 550ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected, but has not been received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.